Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer identified that the instrument arm drape sterile adapter was broken upon opening the surgical field. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.